Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that forty-one days following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. An attempt was made to place a catheter and wire behind the valve and then deploy plugs for a seal, however, this was unsuccessful. Subsequently, a second valve was implanted valve-in-valve and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.